Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the metal part near the joint of the 8mm prograsp forceps instrument broke apart from itself. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred on the distal end of the instrument (portion that enters the patient). There were no pieces from the distal end of the instrument that detached/broke off. There was no need to remove the instrument with the cannula together. There were no scans/tests performed to locate a potential fragment after the instrument broke. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure are available for isi review, probably on the hub. The instrument is available for return to isi for evaluation. The following patient demographic was provided: date of birth: (B)(6) 1991, gender: female, weight and unit (lbs/kgs): 240 lbs, and height and unit (cm/inches): 5¿5¿.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.